Event description:
Middle-aged patient had lumbar drain placement in the operating room for postprocedural monitoring. The patient's bed was found wet, and it was noted the lumbar drain catheter was broken in two pieces with csf (cerebrospinal fluid) draining onto the bed. The remaining lumbar drain portion was removed without difficulty.